Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the physician planned to deploy an aneurx bifurcated stent graft low in the abdominal aorta in order for the gate to open within the aneurysm sac, extending to both hypogastrics and then build up to the renals with aortic cuffs. The bifurcated stent graft was deployed and cannulation was without incidence. The physician extended the contralateral side with a single piece and placed an iliac extender cuff on the ipsilateral side. The physician met with some resistance as the aortic cuff was advanced through the deployed limbs but reached the desired position. The physician had the aortic cuff in place and was deploying however, the aortic cuff kept creeping up the aorta during the deployment and the physician continued to pull down while deploying. Upon completion, it was noticed the distal markers of the cuff was higher than anticipated and the physician performed an angiogram and identified that the cuff was completely covering both renals. The physician corrected for parallax and did another angiogram run which confirmed the original run. The delivery system was removed and an 18fr sheath was inserted. The physician elected to take a pair of non-disposable bioptomes, (used to remove kidney stones) and inserted them through the sheath. The physician then placed the bioptomes at the lower level of the aortic cuff and opened the mouth of the bioptomes, attempting to bite the lower edge of the cuff, clamp down on it and then pull the cuff down. After several passes, he was able to accomplish this. He pulled the cuff down 2-3 times and was able to get the aortic cuff low enough to perfuse both kidneys without having to stent either one. The graft was then ballooned with a reliant balloon and the final angiogram showed both renals perfusing, but there was a type I endoleak or type ii endoleak filling a small aneurysmal portion of the aorta, above the primary distal abdominal aneurysm, approximately 1.5cm below the flow divider on the ipsilateral side. The physician opted to follow the patient with increased surveillance cts post discharge to see if the leak resolves. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results and conclusion: (stent graft was inaccurately delivered by the user).